Manufacturer narrative:
Lot number(s): hcg0060079. Expiration date(s): 04/2012. Control: 25miu/ml hcg urine control lot: hcg110105-01; 100miu/ml hcg urine control lot: hcg100513-01; 278.9iu/ml hcg urine control lot: hcg110124-01. The retention devices meet qc specifications. Correct positive results were observed when tested with 25miu/ml hcg urine control at 3 minutes reading time. (N=5). The 100miu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. (N=5). The 278.9iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. (N=4). Conclusion: from retain testing with in-house control, the client's result was not replicated, and the product performed as expected. The return devices meet qc specifications. Correct positive results were observed when tested with 25miu/ml hcg urine control at 3 minutes reading time. (N=5). The 100miu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. (N=5). The 278.9 iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. (N=5). Conclusion: from return testing with in-house control, the client's result was not replicated, and the product performed as expected. Corrective action not required at this time.

Event description:
Caller reported potential false negative hcg results. Results as follows: patient came into the emergency department for flank pains. Last menstrual period: (B)(6) 2011. Urine specimen collected via clean catch midstream. Urine specimen not available for further testing; was thrown away. CT scan of abdomen revealed a resemblance of fetus and beta quantitative was 22,932 ml/iu.